Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced continuing blocked alerts every time when reservoir has 40-60 units left, no blockages seen in tubing. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to troubleshoot for recurring alarms. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked, no delivery alarms noted during testing. Thus software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on event date 12/09/2024 17:52:00.000, 12/09/2024 18:49:31.000, 12/09/2024 18:55:11.000 during prime. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The sc1 cap locked properly into reservoir compartment during testing. Unit had scratched case, cracked keypad overlay. In conclusion, pump passed all testing required and insulin flow blocked, no delivery alarms not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.